Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent manifested by fever. The cause of the cloudy effluent was not reported. It was reported that the cloudy effluent as observed twice on the same day as the onset during morning and noon. The patient was hospitalized for the event. The patient did not received any treatment since hospitalization procedure was under processing. At the time of this report, the patient was not recovered from the cloudy effluent event. Pd therapy was ongoing. No additional information is available.